Event description:
It was reported that during the surgery, the hook on the implant holder fractured. An alternative implant holder was used to complete the procedure. There were no impacts to the patient.

Manufacturer narrative:
Additional information in d4: serial number, d8, and h6: component, investigation type, findings, and conclusions. This device is used for treatment. No medical records were provided with the complaint. Inspection the product was not returned for evaluation, but a photo was provided. When reviewing the photo, it was difficult to see if the hook on the end of the instrument was actually fractured. The complaint remains unrefuted. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause a definitive root cause can not be determined with the information provided. It is possible that an off-axis force applied to the implant holder or wear and tear from multiple uses over time contributed to this event. The complaint description also mentions that the implant holder was "too tight," which may have contributed to this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type. This report is relaying additional information. Inspection: the returned item matches information in the complaint file, visual inspection confirms that the hook is fractured. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the surgery, the hook on the implant holder fractured. An alternative implant holder was used to complete the procedure. There were no impacts to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report, and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the surgery, the hook on the implant holder fractured. An alternative implant holder was used to complete the procedure. There were no impacts to the patient.